Event description:
A endurant iis stent graft system was implanted during the endovascular treatment of a 58mm abdominal aortic aneurysm. It was reported that a final contrast angiogram revealed a type ia endoleak involving the esbf3614c103e bifurcate stent graft. An endurant cuff (etcf3636c49e) was placed to treat the endoleak and was deployed without issue. However, during removal of the endurant cuff delivery system, the spindle caught the stent struts, pulling one of the struts downward and causing it to remain in this position. Multiple unsuccessful attempts were made to reposition the stent strut using a 12mm balloon and a reliant balloon. Since the type ia endoleak was resolved, the physician completed the procedure without further issues. Per the physician, the cause of the events was anatomy related due to an angled and conical infrarenal aortic neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak and suprarenal stent deformation were confirmed on the films provided; however, the cause of the event could not be conclusively determined. The difficulty removing the delivery system could not be confirmed. The exact moment of stent deployment and removal of the delivery system after cuff implantation were not available for review. It is possible that the angulated and conical neck contributed to the type ia endoleak and removal difficulty leading to suprarenal stent deformation; however, this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.